Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results were not shared. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: -water has not been suctioned during pre-cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Sampling from: distal end section. Cfu: n.d. Bacterial identification: n/a. Sampling date: on (B)(6) 2024. Sampling from: instrument channel / suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: on (B)(6) 2024. Sampling from: instrument channel. Cfu: 5 cfu/ml. Bacterial identification: n/a. Sampling date: on (B)(6) 2024. Sampling from: instrument channel / suction channel. Cfu: 1 cfu/endoscope (3 cfu/100ml). Bacterial identification: micrococcus luteus/lylae. Sampling date: on (B)(6) 2024. Sampling from: total. Cfu: 1 cfu/endoscope (2 cfu/100ml). Bacterial identification: micro organisms revivable at 30. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance the following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of any microbes. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.